Event description:
Sixty-five-yr-old female with history of prosthetic implants 3/10/77 following bilateral subcutaneous mastectomies for fibrocystic disease (bilateral) and left breast fibroadenoma, complains of synovitis hips, shoulders, thumbs since 12/80. Both breasts contracted. Or findings 2/23/95: both implants ruptured with clean gel partially extruded, capsular pockets containing large quantity of sticky silicone material.